Event description:
Caller reported an occlusion alarm, but cts was unable to verify the alarm number in the pump history. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.